Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Tee and CT images were submitted for review were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: tee images: valves appears 50:50 in annulus. Central aortic insufficiency present. Mild pvl. Two leaflets moving. One leaflet immobile, does not appear torn. No images provided of new valve CT images: ·unable to visualized leaflets well observations/impression: poor imaging quality provided. Per echo, 2 leaflets moving, 1 leaflet not moving. Does not appear torn, perhaps retracted due to calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Tee and CT images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: for the tee images: the valves appears 50:50 in annulus, central aortic insufficiency present, mild pvl, 2 leaflets moving, 1 leaflet immobile, does not appear torn. No images provided of new valve. Unable to visualized leaflets well, via CT images. Summary: poor imaging quality provided. Per echo, 2 leaflets moving, 1 leaflet not moving. Does not appear torn, perhaps retracted due to calcification.

Manufacturer narrative:
Torn leaflet of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve leaflet was reported torn. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(6), almost 6 years post implant of a 23mm sapien valve by tf approach, the valve is degenerated showing an ai 3 central insufficiency due one partly torn off leaflet. Decision was taken to treat the patient with an implantation of a 26mm evolut valve.